Manufacturer narrative:
Reported event: it was reported that the angled sawblade attachment was unable to attach to the blade. As the tech tightened the screw it would continue to release the blade. They did not have another piece sterile so they flashed the piece and waited. The surgeon completed the case robotically, there was no patient harm and there was an approximate delay of 20 minutes. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review review of the device history records indicate a total of (B)(4) devices were manufactured under lot 35041118. (B)(4) devices were manufactured and accepted into final stock on 11-27-2018 with no reported discrepancies. A further (B)(4) devices were manufactured and (B)(4) device accepted into final stock on 11-29-2018 with 5 reported discrepancies. A review of qt18-11-0109 revealed that the 5 rejected devices are not related to the failure alleged in this compliant. Complaint history review a review of complaints related to p/n: 212480, lot number: 35041118 shows 01 additional complaint(s) related to the failure in this investigation. Complaint investigation(s) pr: (B)(4) trend detection a review of the trending project folder indicates that an existing and valid, trend analysis has been performed on this product and event under trend request 1191. Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
The angled sawblade attachment was unable to attach to the blade. As the tech tightened the screw it would continue to release the blade. We did not have another piece sterile so we flashed the piece and waited. The surgeon completed the case robotically, there was no patient harm and we were delayed approximately 20 minutes. Case type: tka. Surgical delay: approx. 16-30 minutes. Update: "yes patient was under anesthesia. I will return the defective product with the provided shipping label upon receipt of the new product. The hospital will not allow the release of any patient information."

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The angled sawblade attachment was unable to attach to the blade. As the tech tightened the screw it would continue to release the blade. We did not have another piece sterile so we flashed the piece and waited. The surgeon completed the case robotically, there was no patient harm and we were delayed approximately 20 minutes. Case type: tka. Surgical delay: approx. 16-30 minutes. Update: "yes patient was under anesthesia. I will return the defective product with the provided shipping label upon receipt of the new product. The hospital will not allow the release of any patient information."